Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot). D0, h4 corrected: d4 (primary UDI number) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. Photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of " 356.717, guidewire ø2.8 l460 w/hook" revealed that the tip of the guidewire has broken and the device has bent too. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the guidewire ø2.8 l460 w/hook would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part: 356.717. Lot: 33p0441. Manufacturing site: balsthal. Release to warehouse: 21-jan-2020. A DHR evaluation was performed for the finished device article # 356.717 lot # 33p0441, and no non-conformances were identified. Assessment performed by (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of " 356.717, guidewire ø2.8 l460 w/hook" revealed that the tip of the guidewire has broken and the device has bent too. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the guidewire ø2.8 l460 w/hook would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(6), 2025 the k wire appeared broken pre-operatively. No patient consequences

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the proximal area of the guidewire ø2.8 l460 w/hook it is observed to be more bent than required and the sharp edge was broken, the fragment was not received. No other issues were identified. A dimensional inspection for the guidewire ø2.8 l460 w/hook was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the guidewire ø2.8 l460 w/hook would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices ar manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition.additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part: 356.717. Lot: 33p0441. Manufacturing site: balsthal. Release to warehouse: 21-jan-2020. A DHR evaluation was performed for the finished device article # 356.717, lot # 33p0441, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.